Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. New user or experienced user? Was ethicon associate (sales rep) present during the procedure? Where did the suture break? (In relation to needle, what is the approximate location of suture breakage? What in the physicians opinion was the cause of the suture breakage? Were both sutures from the same batch/lot#?

Event description:
It was reported that a patient underwent a robotic incisional hernia procedure on (B)(6) 2017 and suture was used. During the first pass after being threaded through the variable loop the suture broke. Then, a second suture was used and after multiple passes as the surgeon was pulling it through the tissue to prepare to make another pass the suture broke. Another suture was used to complete the case. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Representative samples were returned for evaluation. During the visual inspection of the representative samples, no defects were found on the package. According to the samples condition no suture breakage was observed and the sutures tested met the requirements.

Manufacturer narrative:
Additional information was requested and the following was obtained: new user or experienced user? New user. Was ethicon associate (sales rep) present during the procedure? Yes. Where did the suture break? Doctor had made multiple successful passes as he fixated his mesh, when the suture broke, it had been passed and pulled by his needle holders. What in the physicians opinion was the cause of the suture breakage? Suture had been passed and pulled by his needle holders. Were both sutures from the same batch/lot#? Yes, we don't have the suture that was used.